Manufacturer narrative:
The reported event of dislodgement and high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported the patient presented to the clinic and high capture thresholds were noted on the right ventricular (rv) lead. An x-ray was performed revealing rv lead dislodgement. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.